Event description:
New information noted that the lead was explanted on (B)(6) 2024. Further information was requested, however was not provided.

Manufacturer narrative:
The reported event of lead noise was confirmed. As received, a partial lead (distal portion only) was returned in one piece. Visual inspection found multiple external insulation abrasions. One external insulation abrasion breaching the ring electrode, inner coil, non-functional cable lumens, and ptfe liner distal to the suture tie impression consistent with friction to another device or feature of the anatomy. Both ring electrode cable coating were found abraded in this region. The other external insulation abrasions breaching the optim sheath only with intact silicone insulation beneath proximal to the suture tie impression consistent with friction to the device can. The cause of the reported event was isolated to the external insulation abrasion found on the partial lead. Electrical testing did not find any indication of internal shorts however an open circuit was noted on the right ventricular cables consistent with procedural damage.

Event description:
It was reported that the right atrial lead exhibited undersensing during a sinus tachycardia which resulted in inappropriate shock. It was also noted lead noise and low impedance was present. Further information was requested however, was not provided.